Manufacturer narrative:
(B)(4). The felid service representative (fsr) was dispatched to the customer site. The fsr verified the occluder end cover was broken and replaced the end cover. The fsr tested the occluder and verified it operated to manufacturer specifications and returned it to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the occluder end cover broke off. As a result, the occluder was changed out and the surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.